Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: generalized illness, capsular contracture, gel bleed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 300cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported experiencing breast issues and sought medical advisement. During a consultation with a medical professional, she was diagnosed with bilateral nipple discharge and breast implant illness. Ultrasound imaging was performed and was suggestive of left breast implant gel bleed. As a result, the patient underwent bilateral breast implant removal without replacements on (B)(6) 2025. However, during the surgery, a ruptured right breast implant was also discovered. There were no reported procedural delays or patient consequences due to the rupture. The date of event was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left breast prosthesis.